Event description:
As reported, the cutting balloon was eased across the lesion and inflated four times. Upon attempting to remove the cutting balloon, the proximal shaft detached from the distal shaft. Attempts to remove the cutting balloon took 1 1/2 hours. Eventually the 1 foot long section of the cutting balloon was removed with the guide. During this time the pt experienced chest pain due to restricted blood flow to the lad. The pt was reported to be "fine" post procedure.